Event description:
It was reported that during a port placement procedure, the introducer sheath was allegedly too narrow for the catheter to go through it at placement. It was further reported while trying to advance the catheter through the introducer, folding of the introducer and catheter had allegedly occurred. The procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Eight photos were provided for review. The photo shows a kink in the catheter. The introducer sheath was noted to have multiple bends, and bunching was noted to the sheath. Therefore, the investigation is confirmed for the reported catheter and sheath kink issues. However, the investigation is inconclusive for the reported advancement difficulties and sheath too narrow for the catheter issue as the device was not returned for evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2028). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2028) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the introducer sheath was allegedly too narrow for the catheter to go through it at placement. It was further reported while trying to advance the catheter through the introducer, folding of the introducer and catheter had allegedly occurred. The procedure was completed with another device. There was no reported patient injury.